Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Manufacturer's ref. No: (B)(4). Event description continuation: high temperature error, high impedance error, and no temperature are easily detectable by the user and the physician has to troubleshoot this type of issue. The overall health risk to the patient is low as the most likely harm is an intra-procedural delay. This procedure was completed without patient consequence. Therefore these issues were assessed as not reportable. The coagulum reported is indicative of a reportable issue. Therefore, this issue will be reported under the catheter complaint manufacturer reference number of (B)(4). The temperature exceeding the cut off value of 45 degrees celsius is indicative of a reportable issue. Therefore, this issue will be reported under the generator complaint manufacturer reference number (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smarttouch bidirectional catheter and a smartablate generator. There was coagulum noticed on the proximal tip of the catheter and the temperature exceeded the cut off value set on the generator. There were high temperature and high impedance errors being displayed on the smartablate generator. The system stopped the ablation. The catheter was removed from the patient's body and slight coagulum was noticed on the proximal tip. The coagulum was removed and when the catheter was re-introduced in the patient¿s body, the error of no temperature was displayed on the smartablate generator. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. The generator was set to power control mode, temperature cut-off was 45 celsius. The temperatures were reaching into the 50¿s before cutting off. The impedance value was 250 before cut-off. The users were using the stop button and the foot pedal on the remote. The flow was regulated at the appropriate settings. Anticoagulation was given with heparin. No patient consequences. The patient experienced no neurological changes, post procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Expected was two catheters to be returned. However, only one of the reported catheters were returned. Multiple attempts have been made to obtain clarification on this second catheter. However, no further information has been made available. (B)(4) it was reported that a high temperature and high impedance errors were displayed on the smartablate generator. The catheter was removed from the patient's body and slight coagulum was noticed in the proximal tip. The coagulum was removed and when the catheter was re-introduced in the patient's body, error no temperature was displayed on the smartablate generator. It was also reported that during the same procedure, they noticed that the smarttouch catheter (same lot number) had a piercing through the packaging, making it unsterile. The returned device was visually inspected upon receipt and it was found in normal conditions since the event reported that the coagulum was removed from the catheter. Per the temperature and high impedance error, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Therefore, an irrigation test was performed and the catheter passed, no occlusion was observed. Per the packaging issue reported since the original packaging was not returned, no further investigation could be performed. However during the manufacturing process, several on line inspections are in place to prevent this type of damage/defect from leaving the facility. The complaints database was reviewed and no other complaints were found related to this issue. There were no units available on the inventory for further analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.